Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with the procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead was not able to stay in position and the helix failed to extend. The lead was not used and replaced during procedure. The patient was stable.